Event description:
It was reported that leak was observed from an unknown location in a 4l oxygen barrier bag before patient use. There is no report of patient involvement. No additional information is available. This medical device report is report 2 of 3.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was not returned for evaluation; therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.